Event description:
Caller reported a malfunction on the pump. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Cts provided pump reset information and assisted the caller in resetting the pump. After reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue recurs. The caller acknowledged and understood the instructions.